Event description:
This report is being filed upon notification from our mr MFR in (B)(4) to submit this event. Problem: pt has a mr procedure. Pt was scanned with the sense head coil in the head first position. The cable of the coil was under the pt's left arm. The cable was insulated with blankets and sheets from the pt. Immediately after the scan, a second degree burn with a 1 x 5 cm blister was found on the backside of their left arm. The pt was sweating profusely and was dripping wet when removed from the bore.

Manufacturer narrative:
Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.